Event description:
It was reported that as the iab was passed over the guide wire, resistance was encountered and it could not be advanced. The iab was removed and replaced without any pt complications.